Manufacturer narrative:
A philips field service engineer (fse) was scheduled to inspect the system onsite. Log file review was pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that no geometry functions were available, suspected geo pc failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.